Manufacturer narrative:
A2) patient age - average patient age: mean age 61 ± 8.7 years. A3a) patient sex - sex of majority of patients involved: 17 males, 3 females a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, acute reclosure is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 03feb2009) ¿treatment of in-stent coronary restenosis with excimer laser angioplasty¿. The study retrospectively aimed to evaluate the efficacy and safety of excimer laser coronary angioplasty (elca) with adjunctive balloon angioplasty in patient with in-stent restenosis. A total of 20 patients treated with elca for in-stent restenosis were enrolled in the study between october 1996 and february 1998. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 3 mild to moderate exertional angina and 1 patient experienced suboptimal results after elca and adjunctive balloon angioplasty, and an additional stent was implanted. Additionally, one female patient required coronary artery bypass surgery due to a second restenosis in her lad stent (MDR #3007284006-2026-00185). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 03feb2009 has been used, the date of publication. Liu, meilin, chow, wh, kwok, oh, jim, mh,yip, a, fan, k, chan, e. 2000. Treatment of in-stent coronary restenosis with excimer laser angioplasty chinese medical journal, 113(01): 14-17. Https://mednexus.org/doi/epdf/10.3760/cma.j.issn.0366-6999.2000.01.104 this report captures the serious injuries that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.